Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Patient sex unknown / not provided. Catalog and lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant fractured.